Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-dec-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 15-dec-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead migration occurred with the leads reported to have migrated from the top of t7 to mid t8, which was confirmed by x-ray. The patient reportedly experienced a return of low back pain that was ongoing. The patient also reportedly experienced a new ¿zapping¿ sensation in the left foot with some stimulation programs, noted particularly with pulse width of 800 or above; this was reported to occur on both leads with no consistent correlation to specific contacts. Reprogramming was performed to assess whether low back pain coverage could still be achieved. The issue was reported as ongoing and not resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.